Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When pt removed the tubing set, there was moisture inside the cassette compartment. Pt was in fill one. Pt states no ill effects. There is a sample available for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. In additional an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process, the batch record review confirmed the labeling, material, and process controls were within specifications.